Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did follow the proper load instructions after loading a cartridge with 130 units of insulin, and the insulin gauge displayed an inaccurate fill estimate of 40 units. Blood glucose level was 218 mg/dl. Reportedly, a new cartridge was loaded to address the issue.